Event description:
It was reported that the device was used during a laparoscopic nephrectomy. The device was introduced around the renal artery and the cartridge dislodged from the jaws. The device was closed, removed from the trocar and the cartridge was removed. A second cartridge was loaded into the same device with the same results. A second device was opened and fired with the same results. None of the cartridges fell into the patient. Another device was used to complete the case. There was no adverse consequence to the patient. Additional information was requested and is listed below: neither atw35 was fired, nor closed on tissue. Cartridges dislodged while placing on the renal artery. Both devices had occurrence with the original cartridge. Relatively new ees surgeon. Had used device a few times.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.